Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a left heart catheterization. It was noted that the atrial lead had dislodged. The physician decided to perform a lead revision. During procedure, it was found that lead exhibited noise, and inability to sense p waves. The lead was reprogrammed to ensure no p waves were missed. It was further noted that the lead appeared damaged. The lead was explanted and replaced. There were no consequences to the patient.

Event description:
New information states that the lead exhibited undersensing and was noted to be potentially fractured.

Manufacturer narrative:
A complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted from the inner coil. The full helix extension length was measured within specifications. The reported events of noise, unable to sense p-waves and lead damage were confirmed. Visual examination found cuts on the outer insulation and the outer and inner coils were bent due to over-tied suture sleeve at 17.0,17.3 and 17.7 cm from the connector pin. Destructive analysis found the inner insulation being damage at the suture ¿ tie region as well. The cause of the reported events of noise, unable to sense p-waves and lead damage were isolated to damaged inner and outer insulation and coils due to over-tied suture at 17.3 cm from the connector pin.